Manufacturer narrative:
Initial and final MDR 1875969.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set cannula kinked on (B)(6) 2024 after 3 or more hours of insertion. Insertion site was left and right arm. The glucose level was over 280-380mg/dl. Infusion set has been used for 5-12 hours. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.